Event description:
It was reported the pt had not charged for ipg in over a year. The sjm rep met with the pt and confirmed the ipg was unable to communicate with external devices. It was reported the pt was to f/u with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.